Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the intensive care unit a male pt weight (B)(6), was receiving intra-aortic balloon pump (iabp) therapy for cardiovascular failure. There were no reported tortuous vessels, but moderate to severe calcification. The intra-aortic balloon (iab) was prepped per the instructions for use and inserted via the left femoral artery above an artificial blood vessel graft via a teflon sheath. The issue occurred 5 hours after the iabp therapy began. The acat 1 pump alarmed "helium leak." The pump was reset and it alarmed a second time; the md saw blood in the gas drive line. The iab was removed and the md wanted to see how the pts' condition was without iabp therapy. The blood pressure decreased and another iab was inserted. The pt died from cardiopulmonary arrest after going into ventricular fibrillation while on dialysis. The distributor reported that this event had nothing to do with the pt death.